Event description:
A hosp nurse reported there was a pt connected to the monitor who died and the monitor still showed inconspicuous data when the pt was already dead. No alarm was triggered.

Manufacturer narrative:
(B)(4). A hosp nurse reported there was a pt connected to the monitor who died and the monitor still showed inconspicuous data when the pt was already dead. No alarm was triggered. Philips is reporting this as a clinician alleges that the mp5 monitor did not alarm a red vital alarm. Further info from the attending dr at the hosp verified that the nurse had been mistaken and that the monitor performed according to the specs. The monitor remains at the hosp and the hosp requested to cancel any svc calls. Philips will consider that the user of the device was not related to the pt death. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.